Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that reached 425 mg/dl. For treatment, the patient was put on intravenous (IV) fluids and diagnostic tests were conducted. The pod was worn longer than 48 hours on the arm. The patient was discharged after 3 hours.